Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited chronic noise since implant, and one daily measurement of high out of range pace impedance greater than 3000 ohms, two years ago. No adverse patient effects. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).